Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited far r-wave oversensing and inappropriate automatic mode switch (ams). Programming changes were performed to resolve the issue. The were no patient consequences noted.